Manufacturer narrative:
Device evaluation the zebd-5-7 device of lot number c1602445 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 05 mar 2021. On evaluation of the device a kink was noted on the 02nd, 3rd and 5th portholes on the pigtail curl on the tapered end of the stent. A 0.035¿ wire guide could not pass the kinks. Document review prior to distribution zebd-5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-5-7 of lot number c1602445 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1602445. It should be noted that the instructions for use (ifu0045-7) states the following: ¿refer to package label for minimum channel size required for the device¿ ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(4) - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This pr addresses the 2nd stent placed. When the physician tried to use the first reported stent, it came off the straightener due to a mistake by an assistant physician. He carefully put the stent back on and tried to make a wire guide through the stent, but there was resistance and the wire guide did not go through the stent. Then, he shifted the straightener to check the stent, and found that it was kinked, so he stopped using it. Therefore, he opened the second reported stent ((B)(4)). Regarding the second reported stent, after straightening the reported stent with a straightener, the physician attempted to make a wire guide pass through the reported stent, but it could not pass through the reported stent. Then, he found the pig-tail part of the stent was kinked. Kink was found when the reported stent was outside patient's body and before the forceps channel though the reported stent was advanced over the wire guide that was placed in the patient's body. Therefore, another zebd-5-7 was used instead. The wire guide used with the substitute stent was the same one as the reported device. (0.025inch straight m through/medicos hirata) in this procedure, 2 zebd-5-7 (lot#c1746800/lot#c1602445/pr(B)(4) and pr(B)(4) ) were used. However, the order of using 2 reported stents is unknown. No adverse events to the patient were reported. Physician's comment: since kink often happens, there must be a problem with the product. This does not mean similar issue happened in the past, but rather two lots got kinked in a row in the same procedure. (Pr(B)(4) and pr(B)(4) ) for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact? Already stated in patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? 0.025inch straight m/through/medicos hirata. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. Epbd. Did the patient involved exhibit altered anatomy or tortuous anatomy? Yes. Choledochojejunostomy. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged?